Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules and inflammation zone are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the chin. Five months later, the patient was injected with juvéderm ultra plus xc in the chin. Ten months later, the patient developed nodules in their chin. Patient was followed up about 4 months later and patient still had nodules that can be seen on the left side. Patient was treated with hyaluronidase and it was better. However, it was difficult to assess as the patient had just returned from a bronzer salon and had redness on their skin. There was nodule resolution on the right about a month later, while the left was still an inflammation zone. Patient was then given biaxin and will be followed up with again. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2019-00180 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the chin. Five months later, the patient was injected with juvéderm ultra plus xc in the chin. Ten months later, the patient developed nodules in their chin. Patient was followed up about 4 months later and patient still had nodules that can be seen on the left side. Patient was treated with hyaluronidase and it was better. However, it was difficult to assess as the patient had just returned from a bronzer salon and had redness on their skin. There was nodule resolution on the right about a month later, while the left was still an inflammation zone. Patient was then given biaxin and will be followed up with again. Symptoms are ongoing.

Manufacturer narrative:
A device history record review has been initiated and analysis of the data has not been completed.